Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Imdrf impact code f1001 captures the reportable event of cancelled rescheduled, post sedation, sedation unknown.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus for an esophageal variceal procedure performed on (B)(6) 2026. It was reported that the customer deployed the first band outside the patient as a test. The variceal tissue was then suctioned; however, when attempting to deploy the band, all the bands became tangled. The procedure was not completed. There were no patient complications reported as a result of this event. No additional information has been received despite good faith efforts.